Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post generator change the patient developed bloody drainage. The site was cleaned and a compression bandage was applied. The patient later developed left chest swelling and the patient was treated with antibiotics. The device system was then explanted due to infection. No further patient complications have been reported as a result of this event.